Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A review of device history record (DHR) and service history record (shr) was performed. It indicates that the laser console was installed on (B)(6) 2023 and this event occurred 2 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review was performed for the p120 confirmed that the events of device low power was known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, a conclusion code of cause not established was assigned to this investigation since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that the device was operating at low power. There was no patient or procedure involved.

Event description:
It was reported that the device was operating at low power. There was no patient or procedure involved.